Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that reportedly had a blood leak alarm. The fst could no duplicate the blood leak alarm, but calibrated the blood leak detector as a precaution. The machine then experienced a level detector that would not reset, so the fst replaced the level detector sensors to resolve that issue. Finally, the fst replaced the diasafe filter as it was overdue for quarterly replacement. Machine functional tests were completed and passed onsite after repair. There was no patient harm, or adverse event reported. Follow up with the facility administrator (fa) revealed that about 5 minutes in a patient¿s hemodialysis (hd) treatment the fresenius 2008t hemodialysis machine alarmed for a minor blood leak. The blood leak was not visually observed and blood leak test strips were negative for the presence of blood. She could not clear the alarm from the machine, so she treated the incident as a blood leak. There was no defect or damage noted on the dialyzer or fresenius bloodline that was in use. The patient¿s blood was not returned, and their estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that reportedly had a blood leak alarm. The fst could not duplicate the blood leak alarm but calibrated the blood leak detector as a precaution. The machine then experienced a level detector that would not reset, so the fst replaced the level detector sensors to resolve that issue. Finally, the fst replaced the diasafe filter as it was overdue for quarterly replacement. Machine functional tests were completed and passed onsite after repair. There was no patient harm, or adverse event reported. Follow up with the facility administrator (fa) revealed that about 5 minutes into a patient¿s hemodialysis (hd) treatment the fresenius 2008t hemodialysis machine alarmed for a minor blood leak. The blood leak was not visually observed and blood leak test strips were negative for the presence of blood. She could not clear the alarm from the machine, so she treated the incident as a blood leak. There was no defect or damage noted on the dialyzer or fresenius bloodline that was in use. The patient¿s blood was not returned, and their estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that reportedly had a blood leak alarm. The fst could not duplicate the blood leak alarm, but calibrated the blood leak detector as a precaution. The machine then experienced a level detector that would not reset, so the fst replaced the level detector sensors to resolve that issue. Finally, the fst replaced the diasafe filter as it was overdue for quarterly replacement. Machine functional tests were completed and passed onsite after repair. There was no patient harm, or adverse event reported. Follow up with the facility administrator (fa) revealed that about 5 minutes into a patient¿s hemodialysis (hd) treatment the fresenius 2008t hemodialysis machine alarmed for a minor blood leak. The blood leak was not visually observed and blood leak test strips were negative for the presence of blood. She could not clear the alarm from the machine, so she treated the incident as a blood leak. There was no defect or damage noted on the dialyzer or fresenius bloodline that was in use. The patient¿s blood was not returned, and their estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that reportedly had a blood leak alarm. The fst could not duplicate the blood leak alarm, but calibrated the blood leak detector as a precaution. The machine then experienced a level detector that would not reset, so the fst replaced the level detector sensors to resolve that issue. Finally, the fst replaced the diasafe filter as it was overdue for quarterly replacement. Machine functional tests were completed and passed onsite after repair. There was no patient harm, or adverse event reported. Follow up with the facility administrator (fa) revealed that about 5 minutes into a patient¿s hemodialysis (hd) treatment the fresenius 2008t hemodialysis machine alarmed for a minor blood leak. The blood leak was not visually observed and blood leak test strips were negative for the presence of blood. She could not clear the alarm from the machine, so she treated the incident as a blood leak. There was no defect or damage noted on the dialyzer or fresenius bloodline that was in use. The patient¿s blood was not returned, and their estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst could not duplicate the blood leak alarm but calibrated the blood leak detector as a precaution. The machine then experienced a level detector that would not reset, so the fst replaced the level detector sensors to resolve that issue. Finally, the fst replaced the diasafe filter as it was overdue for quarterly replacement. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified a level detector that would not reset and a diasafe filter that was due for replacement. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that reportedly had a blood leak alarm. The fst could not duplicate the blood leak alarm, but calibrated the blood leak detector as a precaution. The machine then experienced a level detector that would not reset, so the fst replaced the level detector sensors to resolve that issue. Finally, the fst replaced the diasafe filter as it was overdue for quarterly replacement. Machine functional tests were completed and passed onsite after repair. There was no patient harm, or adverse event reported. Follow up with the facility administrator (fa) revealed that about 5 minutes into a patient¿s hemodialysis (hd) treatment the fresenius 2008t hemodialysis machine alarmed for a minor blood leak. The blood leak was not visually observed and blood leak test strips were negative for the presence of blood. She could not clear the alarm from the machine, so she treated the incident as a blood leak. There was no defect or damage noted on the dialyzer or fresenius bloodline that was in use. The patient¿s blood was not returned, and their estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.